Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal circumflex artery with heavy tortuosity, heavy calcification and 85-90% stenosis, two whisper es guide wires were used as a buddy technique. Pre-dilatation was performed three times with three nc trek balloon dilatation catheters (bdc). A 2.75x15 mm xience prime rx stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy and the proximal shaft separated. The guide catheter was cut and distal portion of the sds was withdrawn from the patient anatomy. A same sized non-abbott sds was advanced but could not cross the lesion. Balloon angioplasty only was performed with a 3.0x12 mm nc trek bdc and stenosis post procedure was 20%. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.